Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis introducer sheath and dilator were received for evaluation. The reported event of an issue with the sheath could not be confirmed. No anomalies were noted on the returned device. A dilator from current inventory was inserted and successfully advanced through the entire length of the sheath with no resistance or functional anomalies noted. The sheath deflected in both directions when actuating the steering mechanism and deflected in the correct shape with no resistance noted. Additionally, the sheath met specifications for planarity when deflected. The sheath passed pressure and leak testing with no anomalies observed. The sheath with a catheter inserted passed pressure and leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During the atrial fibrillation procedure, a sudden st elevation was observed at the moment when the sheath was exchanged to agilis after the pre-mapping using sl0. The cause of the st elevation was likely an air embolism. The electrocardiogram findings suggested occlusion of the rcx. While preparations were being made for coronary angiography (cag), the st elevation resolved. Although cag was performed as a precaution, no apparent embolic findings were observed. The procedure was performed using the agilis 13f sheath. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The st elevation occurred when agilis 13fr was placed in the right heart before entering the left atrium, but the cause was unknown.